Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate after loading a cartridge. Reportedly, the fill estimate displayed an initial fill estimate of over 400 units of insulin in the cartridge; however, within an hour, the cartridge ran out of insulin. There was no reported impact to the customer's blood glucose level. During a follow-up call on (B)(6) 2017, the customer reported that there were no issues with the fill estimate.